Event description:
A patient in (B)(6) was undergoing crrt which included a prismaflex m100 filter set. At the initiation of treatment, the nurse observed saline leaking at the venous luer connector. Treatment was discontinued without returning the blood to the patient resulting in an estimated blood loss of 75 ml. The patient was not symptomatic and did not require medical intervention as a result of the blood loss.